Manufacturer narrative:
Three used and one new device was received for investigation. The reported issue was confirmed during functional testing when the reported leaking was observed in the three used samples. The unused sample presented no visible issues. The issue was traced to cuts observed in each of the 3 affected samples. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation determined that for two of the affected samples, the most likely root cause was damage during the welding process of the device manufacture. For the third affected sample, the investigation could not determine a definite root cause. Complaint information will continue to be monitored.

Event description:
It was reported the cuff was inflated and then immediately deflated which resulted in the patient having to be extubated and re-intubated for up to three times.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.